Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in (B)(4). The manufacturer did not receive the device associated to this case for investigation. Should additional info become available that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).

Event description:
It is reported that the tip of the cannulated drill bit had broken. It is also reported that the broken tip was left in the pt's medullary cavity due to the surgeon's assessment od the risk associated to its removal.